Manufacturer narrative:
The company cartridge was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The event date for this complaint was 04-nov-2024. The facility did not report the complaint until 12-mar-2025. The company cartridge was not returned. The mold cavity could not be verified, however according to production records, the company cartridge lot reported for this complaint was molded using the cavity 175 mold tooling at the vendor. As part of an investigation, cartridges from batches manufactured using the cavity 175 mold tool and the corresponding cavity 173 mold tool were observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that injector cartridge scratched lens. The lens was explanted during initial procedure. The procedure was completed on same day without patient harm. Additional information has been requested.